Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped "chargjng" the scs ipg. In turn the ipg was inoperable. Surgical "interevention" was undertaken wherein the ipg explanted and replaced with another model on (B)(6) 2018. Reportedly, therapy was restored post-operatively.